Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), menstruation irregular ("irregular menstrual cycles"), fungal infection ("yeast infection"), rash ("skin rashes"), headache ("headaches"), alopecia ("hair loss"), fatigue ("chronic fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, back pain, arthralgia, menstruation irregular, fungal infection, rash, headache, alopecia, fatigue and vaginal discharge outcome was unknown. The reporter considered alopecia, arthralgia, back pain, dyspareunia, fatigue, fungal infection, headache, menstruation irregular, pelvic pain, rash and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one coil embedded in uterine muscle"), uterine perforation ("perforation (uterus)/migration and malposition of essure device location of device: uterine muscle"), device breakage ("device breakage"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding(general)"), crohn's disease ("crohn's disease") and arrhythmia ("blood or heart disorder/condition type: arythmia / heart issues") in a 36-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, nickel sensitivity, miscarriage in 2010, pregnancy on (B)(6) 2011, cholecystectomy and megacolon toxic. Previously administered products included for an unreported indication: mirena from 2006 to 2009 and mirena in 2006. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013, hemorrhoids, gerd since 2009, mood swings since (B)(6) 2017, menses irregular since 2007 and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) since 2015, fluoxetine hydrochloride (prozac) from 2007 to 2015, ibuprofen, levothyroxine since 2017, nicergoline (adavin) since 2015 and progesterone (prometrium) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), anxiety ("psychological or psychiatricproblems condition: high anxiety"), depression ("psychological or psychiatricproblems condition: depression"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), dyspareunia ("dyspareunia (painful intercourse)"), vaginal discharge ("vaginal discharge") and contusion ("other injury or complications: bruising") and was found to have weight increased ("weight gain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs"). In (B)(6) 2017, the patient experienced arrhythmia (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and endometriosis ("stage 1 endometriosis of posterior cul de sac"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), back pain ("back pain"), menstruation irregular ("irregular menstrual cycles"), fungal infection ("yeast infection"), rash ("skin rashes"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), hypersensitivity ("allergic or hypersensitivity reaction"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds"), urinary incontinence ("bladder or urinary problems or changes leakage"), urinary tract pain ("bladder or urinary problems or changes: pain"), hypoaesthesia ("neurological conditions or problems numbness in pelvic area"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain"), adnexa uteri pain ("right ovary pain"), bladder pain ("bladder or urinary problems or changes: pain"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism symptoms") and genital injury ("during the procedure the right fallopian tube contracted and hurt badly"). The patient was treated with surgery (underwent bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, device breakage, pelvic pain, genital haemorrhage, crohn's disease, arrhythmia, back pain, menstruation irregular, fungal infection, rash, headache, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, anxiety, depression, raynaud's phenomenon, urticaria, urinary incontinence, urinary tract pain, migraine, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, alopecia, endometriosis, arthralgia, adnexa uteri pain, contusion, bladder pain, abdominal pain, hypothyroidism and genital injury outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bacterial vaginosis, bladder pain, contusion, crohn's disease, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, fungal infection, genital haemorrhage, genital injury, headache, hypersensitivity, hypoaesthesia, hypothyroidism, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, raynaud's phenomenon, urinary incontinence, urinary tract pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 152 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. X-ray - on (B)(6) 2013: results: total bilateral occlusion. Dye test was performed it showed total bilateral occlusion. Normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : hair loss, endometriosis, depression, fatigue, anxiety, abdominal pain most recent follow-up information incorporated above includes: on 13-nov-2018: plaintiff fact sheet received: reporter aka was added. Events: embedded device, abdominal pain, hypothyroidism, fallopian tube injury were added. Event onset date updated. On 14-nov-2018: plaintiff fact sheet received: event onset date were updated. Historical drugs and medical history added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one coil embedded in uterine muscle"), uterine perforation ("perforation (uterus)/migration and malposition of essure device location of device: uterine muscle"), device breakage ("device breakage"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("abnormal bleeding(general)"), crohn's disease ("crohn's disease") and arrhythmia ("blood or heart disorder/condition type: arythmia / heart issues") in a 32-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right fallopian tube contracted and hurt badly" on (B)(6)2013. The patient's medical history included endometriosis, nickel sensitivity, miscarriage in 2010, pregnancy on (B)(6)2011, cholecystectomy, megacolon toxic, dizzy and anxious mood. Previously administered products included for contraception: micronor in 2011 and micronor in 2006; for an unreported indication: mirena from 2006 to 2009 and mirena in 2006. Concurrent conditions included dysfunctional uterine bleeding since (B)(6)2013, hemorrhoids, gerd since 2009, mood swings since (B)(6)2017, menses irregular since 2007 and body mass index normal. Concomitant products included since 2013, bupropion hydrochloride (wellbutrin) since 2015, fluoxetine hydrochloride (prozac) from 2007 to 2015, ibuprofen, levothyroxine since 2017 and nicergoline (adavin) since 2015. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: high anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), dyspareunia ("dyspareunia (painful intercourse)") and contusion ("other injury or complications: bruising") and was found to have weight increased ("weight gain"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs"). In (B)(6)2017, the patient experienced arrhythmia (seriousness criterion medically significant). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and endometriosis ("stage 1 endometriosis of posterior cul de sac"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), back pain ("back pain"), menstruation irregular ("irregular menstrual cycles"), vulvovaginal mycotic infection ("yeast infection"), rash ("skin rashes"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), hypersensitivity ("allergic or hypersensitivity reaction"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds"), urinary incontinence ("bladder or urinary problems or changes leakage"), urinary tract pain ("bladder or urinary problems or changes: pain"), hypoaesthesia ("neurological conditions or problems numbness in pelvic area"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain"), adnexa uteri pain ("right ovary pain"), bladder pain ("bladder or urinary problems or changes: pain"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism symptoms") and genital injury ("during the procedure the right fallopian tube contracted and hurt badly"). The patient was treated with surgery (underwent bilateral salpingectomy with cornual resection). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, uterine perforation, device breakage, pelvic pain, genital haemorrhage, crohn's disease, arrhythmia, back pain, menstruation irregular, vulvovaginal mycotic infection, rash, headache, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, vaginal discharge, anxiety, depression, raynaud's phenomenon, urticaria, urinary incontinence, urinary tract pain, migraine, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, alopecia, endometriosis, arthralgia, adnexa uteri pain, contusion, bladder pain, abdominal pain, hypothyroidism and genital injury outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bacterial vaginosis, bladder pain, contusion, crohn's disease, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, hypoaesthesia, hypothyroidism, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, raynaud's phenomenon, urinary incontinence, urinary tract pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 152 lbs. Discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. X-ray - on (B)(6)2013: results: total bilateral occlusion. Dye test was performed it showed total bilateral occlusion. Normal.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : hair loss, endometriosis, depression, fatigue, anxiety, abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2019: pfs received. Historical drug and medical history were added. Event : right fallopian tube contracted and hurt badly were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), uterine perforation ("perforation (uterus)/migration and malposition of essure device location of device: uterine muscle"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding(general)") in a 36-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, nickel sensitivity, miscarriage in 2010, pregnancy on (B)(6) 2011 and cholecystectomy. Previously administered products included for an unreported indication: mirena in 2006. Concurrent conditions included dysfunctional uterine bleeding since (B)(6) 2013, hemorrhoids, gerd since 2009, mood swings since (B)(6) 2017, menses irregular since 2007 and morbid obesity. Concomitant products included bupropion (wellbutrin) since 2015, fluoxetine hydrochloride (prozac) from 2007 to 2015, levothyroxine since 2017, nicergoline (adavin) since 2015 and progesterone (prometrium) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), dyspareunia (" dyspareunia (painful intercourse)") and contusion ("other injury or complications: bruising"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced arrhythmia ("blood or heart disorder/condition type: arrythmia"). On (B)(6) 2017, 4 years 7 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and endometriosis ("stage 1 endometriosis of posterior cul de sac"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstruation irregular ("irregular menstrual cycles"), fungal infection ("yeast infection"), rash ("skin rashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), anxiety ("psychological or psychiatric problems condition: high anxiety"), depression ("psychological or psychiatric problems condition: depression"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds"), crohn's disease ("crohn's disease"), urticaria ("rashes or skin conditions type: hives"), urinary incontinence ("bladder or urinary problems or changes leakage"), urinary tract pain ("bladder or urinary problems or changes: pain"), hypoaesthesia ("neurological conditions or problems numbness in pelvic area"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs"), arthralgia ("joint pain"), adnexa uteri pain ("right ovary pain") and bladder pain ("bladder or urinary problems or changes: pain"). The patient was treated with surgery (underwent bilateral salpingectomy with cornual resection), surgery (underwent bilateral salpingectomy with cornual resection) and surgery (underwent bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device breakage, genital haemorrhage, back pain, menstruation irregular, fungal infection, rash, headache, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, anxiety, depression, raynaud's phenomenon, crohn's disease, urticaria, urinary incontinence, urinary tract pain, migraine, arrhythmia, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, alopecia, endometriosis, arthralgia, adnexa uteri pain, contusion and bladder pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bacterial vaginosis, bladder pain, contusion, crohn's disease, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, raynaud's phenomenon, urinary incontinence, urinary tract pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. X-ray - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013 dye test was performed it showed total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received : added new events: abnormal bleeding(general), abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction, bacterial vaginosis, psychological or psychiatric problems condition: high anxiety and depression, autoimmune disorder type of disorder: raynauds, chron's disease, rashes or skin conditions type: hives, bladder or urinary problems or changes: leakage and pain, migraines/headaches, blood or heart disorder/condition type: arrythmia, neurological conditions or problems type: numbness in pelvis area, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, perforation (uterus)/migration and malposition of essure device location of device: uterine muscle,, weight gain, gastrointestinal or digestive system condition type: ibs hair loss, stage 1 endometriosis, joint pain, right ovary pain. Added patient demography, updated product details, lot number, medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil embedded in uterine muscle'), uterine perforation ('perforation (uterus)/migration and malposition of essure device location of device: uterine muscle'), device breakage ('device breakage') and pelvic pain ('pelvic pain /pain') in a 32-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right fallopian tube contracted and hurt badly" on (B)(6) 2013. The patient's medical history included pregnancy on (B)(6) 2011, miscarriage in 2010, endometriosis, nickel sensitivity, cholecystectomy, megacolon toxic, dizzy and anxious mood. Previously administered products included for contraception: micronor in 2011 and micronor in 2006; for an unreported indication: mirena from 2006 to 2009 and mirena in 2006. Concurrent conditions included mood swings since (B)(6) 2017, dysfunctional uterine bleeding since (B)(6) 2013, gerd since 2009, menses irregular since 2007, hemorrhoids, body mass index normal and depression. Concomitant products included since 2013, bupropion hydrochloride (wellbutrin) since 2015, fluoxetine hydrochloride (prozac) from 2007 to 2015, ibuprofen, levothyroxine since 2017 and nicergoline (adavin) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatricproblems condition: high anxiety"), depression ("psychological or psychiatricproblems condition: depression"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), dyspareunia ("dyspareunia (painful intercourse)") and contusion ("other injury or complications: bruising") and was found to have weight increased ("weight gain"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs"). In (B)(6) 2017, the patient experienced arrhythmia ("blood or heart disorder/condition type: arythmia / heart issues"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and endometriosis ("stage 1 endometriosis of posterior cul de sac"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), crohn's disease ("crohn's disease"), back pain ("back pain"), menstruation irregular ("irregular menstrual cycles"), vulvovaginal mycotic infection ("yeast infection"), rash ("skin rashes"), hypersensitivity ("allergic or hypersensitivity reaction"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds"), urinary incontinence ("bladder or urinary problems or changes leakage"), urinary tract pain ("bladder or urinary problems or changes: pain"), hypoaesthesia ("neurological conditions or problems numbness in pelvic area"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain"), adnexa uteri pain ("right ovary pain"), bladder pain ("bladder or urinary problems or changes: pain"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism symptoms"), genital injury ("during the procedure the right fallopian tube contracted and hurt badly") and dyshidrotic eczema ("dishidrotic eczema on hands "). The patient was treated with dietary measures (gluten free diet) and surgery (underwent bilateral salpingectomy with cornual resection, hysterectomy and underwent bilateral salpingectomy with cornual resection, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, device breakage, pelvic pain, genital haemorrhage, crohn's disease, arrhythmia, back pain, menstruation irregular, vulvovaginal mycotic infection, rash, headache, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, vaginal discharge, anxiety, depression, raynaud's phenomenon, urticaria, urinary incontinence, urinary tract pain, migraine, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, alopecia, endometriosis, arthralgia, adnexa uteri pain, contusion, bladder pain, abdominal pain, hypothyroidism and genital injury outcome was unknown and the dyshidrotic eczema had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bacterial vaginosis, bladder pain, contusion, crohn's disease, depression, device breakage, dyshidrotic eczema, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, hypoaesthesia, hypothyroidism, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, raynaud's phenomenon, urinary incontinence, urinary tract pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 152 lbs. Discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? No 3 months later, symptoms returned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. X-ray - on (B)(6) 2013: results: total bilateral occlusion. Dye test was performed it showed total bilateral occlusion. Normal.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : hair loss, endometriosis, depression, fatigue, anxiety, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil embedded in uterine muscle'), uterine perforation ('perforation (uterus)/migration and malposition of essure device location of device: uterine muscle'), device breakage ('device breakage') and pelvic pain ('pelvic pain /pain') in a 32-year-old female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right fallopian tube contracted and hurt badly" on (B)(6) 2013. The patient's medical history included pregnancy on (B)(6) 2011, miscarriage in 2010, endometriosis, nickel sensitivity, cholecystectomy, megacolon toxic, dizzy and anxious mood. Previously administered products included for contraception: micronor in 2011 and micronor in 2006; for an unreported indication: mirena from 2006 to 2009 and mirena in 2006. Concurrent conditions included mood swings since (B)(6) 2017, dysfunctional uterine bleeding since (B)(6) 2013, gerd since 2009, menses irregular since 2007, hemorrhoids, body mass index normal and depression. Concomitant products included since 2013, bupropion hydrochloride (wellbutrin) since 2015, fluoxetine hydrochloride (prozac) from 2007 to 2015, ibuprofen, levothyroxine since 2017 and nicergoline (adavin) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (other) describe: bacterial vaginosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: high anxiety"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), dyspareunia ("dyspareunia (painful intercourse)") and contusion ("other injury or complications: bruising") and was found to have weight increased ("weight gain"). In 2014, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), fatigue ("chronic fatigue/ fatigue") and alopecia ("hair loss"). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type : ibs"). In (B)(6) 2017, the patient experienced arrhythmia ("blood or heart disorder/condition type: arrythmia / heart issues"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and endometriosis ("stage 1 endometriosis of posterior cul de sac"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), crohn's disease ("crohn's disease"), back pain ("back pain"), menstruation irregular ("irregular menstrual cycles"), vulvovaginal mycotic infection ("yeast infection"), rash ("skin rashes"), hypersensitivity ("allergic or hypersensitivity reaction"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds"), urinary incontinence ("bladder or urinary problems or changes leakage"), urinary tract pain ("bladder or urinary problems or changes: pain"), hypoaesthesia ("neurological conditions or problems numbness in pelvic area"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint pain"), adnexa uteri pain ("right ovary pain"), bladder pain ("bladder or urinary problems or changes: pain"), abdominal pain ("abdominal pain"), hypothyroidism ("hypothyroidism symptoms"), genital injury ("during the procedure the right fallopian tube contracted and hurt badly") and dyshidrotic eczema ("dyshidrotic eczema on hands "). The patient was treated with dietary measures (gluten free diet) and surgery (underwent bilateral salpingectomy with cornual resection, hysterectomy and underwent bilateral salpingectomy with cornual resection, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, device breakage, pelvic pain, genital haemorrhage, crohn's disease, arrhythmia, back pain, menstruation irregular, vulvovaginal mycotic infection, rash, headache, vaginal haemorrhage, menorrhagia, hypersensitivity, bacterial vaginosis, vaginal discharge, anxiety, depression, raynaud's phenomenon, urticaria, urinary incontinence, urinary tract pain, migraine, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight increased, irritable bowel syndrome, alopecia, endometriosis, arthralgia, adnexa uteri pain, contusion, bladder pain, abdominal pain, hypothyroidism and genital injury outcome was unknown and the dyshidrotic eczema had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, back pain, bacterial vaginosis, bladder pain, contusion, crohn's disease, depression, device breakage, dyshidrotic eczema, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, hypoaesthesia, hypothyroidism, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, raynaud's phenomenon, urinary incontinence, urinary tract pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 152 lbs. Discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? No. 3 months later, symptoms returned. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. X-ray - on (B)(6) 2013: results: total bilateral occlusion. Dye test was performed it showed total bilateral occlusion. Normal.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : hair loss, endometriosis, depression, fatigue, anxiety, abdominal pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event dyshidrotic eczema was added. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.